Manufacturer narrative:
Concomitant medical products: product ID mc1vr01-delsys fdc 92. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant procedure, the ipg was unexpectedly pushed forward away from the recapture cone despite the locked tether button. The ipg did not leave the catheter completely, just partially and needed to be pulled back to the recapture cone before the ip deployment. As a result, the implanting physician held the deflection button back, having catheter slightly deflected, and at the same time applied contrast to verify the ipg position. It appeared that the tether was not holding firm and the ipg was pushed forward by the contrast bolus. The physician was advised to use the tether to get leadless ipg back into contact with the recapture cone, and the implant continued and was successfully completed. No patient complications have been reported as a result of this event.